Event description:
Additional information was received via medwatch report stating the patient was schedule for cataract surgery with intraocular lens (iol). The procedure was converted to an anterior vitrectomy intraoperatively for repair of a posterior chamber tear. The initially planned iol was not implanted. The system did not work correctly when trying to repair the tear. The surgery was delayed until the system could be switched out and the vitrectomy completed. An alternate iol was implanted after the repair of the tear.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the vitrectomy did not work and the footswitch was unavailable even though it was charged. Additional information has been requested.